Manufacturer narrative:
(B)(4). Concomitant product(s): unknown, m2 a magnum acetabular shell size 58 mm, unknown; unknown, unknown femoral stem, unknown. Report source: legal. Multiple MDR reports were filed for this event, please see associated reports: the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised approximately 11 years post implantation due to pain, discomfort, soreness, severe metal poisoning and metallosis from the metal debris of the magnum device. Head and cup were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a primary left tha was and subsequently patient developed pain, and underwent left tha revision eleven and a half years later. The surgeon noted debris, bone loss, pseudotumor and revised shell, liner, and head/neck. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of patient¿s medical records. Patient¿s medical records were reviewed by a health professional and indicated left hip pain, a large pseudotumor and tissue reaction, osteolysis of the greater trochanter, acetabulum anterior and posterior wall, as well as metal debris. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause remains unchanged based on additional information received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: part: 157454, m2a-magnum mod hd sz 54mm, lot: 689200, part: us157860, m2a-magnum pf cup 60odx54id, lot: 673040, part: x11-180316, bi-metric/x por nc lat 16x160, lot: 992210, part: 139268, m2a-magnum 52-60mm tpr ins std, lot: 716630.

Event description:
It was reported that the patient underwent a primary left tha was and subsequently patient developed pain, and underwent left tha revision eleven and a half years later. Patient experienced pain in right hip. Pre-revision work up revealed osteolysis. Right tha revision was performed on (B)(6) 2018. Surgeon reported, debris, altr, along with osetolysis. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
No further event information available at the time of this report.